Event description:
It was reported that a novum iq large volume pump had a blank screen and was non-responsive. The pump screen lit up with the drug name, but the other information disappeared from the screen. This was observed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6 (update codes), h11. B5: upon additional information, "the device was programmed to infuse trastuzmab 283mg in a total volume of 288 ml, infused over a period of 30 minutes. The device was replaced to resolve the issue." H11: a review of event history log confirmed an infusion with trastuzumab. Several downstream occlusions were observed on the date of event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.